Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-01780 indicting this filing as an importer. This should be a manufacturer reporting. The product is a non-ac powered patient lift with an unknown model, serial # and manufacturer. The sling for that lift was model #2483778, not the lift. The f tab was completed for the importer filing when it should have been the tabs for manufacturer. The correct FDA registration number should be (B)(4) (distributed products).

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per provider the seat belt broke male end and the customer feels it is a quality issue. MDR filed.